Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was broken. The pt was unable to provide anymore details. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (broken monitor) has been conformed. Upon evaluation, it was found that the flash memory chips ((B)(4) and (B)(4)) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.